Event description:
A customer reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information for a complete pump reset, and the customer successfully started their sensor session without reoccurrence of the error.